Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead showed signs of externalized conductors. No other electrical abnormalities were detected. The lead was explanted. Patient was fine throughout the procedure and patient reported in good condition following procedure.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were noted at 10.5 to 12.6cm from the distal tip. Internal insulation abrasions were noted at 13.0-13.5, 14.1-14.4 and 14.8-15.2 cm and 12.2-13.3 from the distal tip. The etfe coating was intact at these locations. All other damage found was sustained during the surgical procedure.